Manufacturer narrative:
A complete analysis and testing of the reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that the insulin pump was alarming no delivery. Customer verified connection between reservoir and infusion set was secure. Customer stated no strain and infusion set is not bent or kinked. During troubleshooting, customer was asked to perform a fixed prime of insulin. Customer stated the insulin did exit and device did not alarm. Customer stated she does not recall any significant event that led to the alarm or if the device was dropped. Advised customer device was functioning properly and to monitor device. Customer's blood glucose level was 271 mg/dl at time of reporting. Nothing further reported.